Event description:
It was reported that intermittently the workstation worklist on the 2800 system would freeze up when trying to update the list or send images to pacs. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reloaded system software, flashed all data files and loaded the cal files. The system was tested and found to be working as intended and placed back into service.